Event description:
Received medwatch user facility report (report (B)(4)) from FDA on 09-nov-2010. Patient had gynecological surgery. Product (floseal hemostatic matrix 10 m) was used to assist with achieving hemostasis. Patient returned to surgery a few weeks later for persistent pain and found to have granulomatous and focally necrotizing foreign bodies. Pathology report confirmed multiple granulomas negative for malignancy. Surgeon believes patient had a reaction to the product. Product insert adverse events document giant cell granulomas when used in the brain and foreign body reactions at implant sites. Other patient information: ethnic background: (B)(6). Other pertinent information: successful in-vitro fertilization 5 years ago, and persistent right ovarian cysts. Other therapies in use on patient: no other therapies. Other devices in use on patient: genzyme biosurgery adhesion barrier, seprafilm 5x6 (B)(4), lot#09np173. Health professional's impression: general surgeon who performed the 2nd surgery (when patient returned complaining of pain) believes the granulomas to be a reaction from the product. This event did not involve an electrophysiological procedure . The product was being used to assist with oozing over areas of surgical dissection during operative procedure. Case has been forwarded to genzyme.

Manufacturer narrative:
(B)(4). Baxter medical assessment: floseal should be used only when control of bleeding is needed and conventional procedures are ineffective or impractical. It should not be used as a prophylactic measure or for adhesion prevention. When using all gelatin-based hemostatic agents, excess material, not incorporated in the clot, should be removed to prevent foreign body reactions. Similar cases have been described in the recent peer-reviewed literature: hobday et al. Postoperative small bowel obstruction associated with use of hemostatic agents. Journal of minimally invasive gynecology (2009) vol. 16 (2) pp. 224-6. Shashoua et al. Caseating granulomata caused by hemostatic agent posing as metastatic leiomyosarcoma. Jsls : journal of the society of laparoendoscopic surgeons / society of laparoendoscopic surgeons (2009) vol. 13 (2) pp. 226-8. Thomas and tawfic. Eosinophil-rich inflammatory response to floseal hemostatic matrix presenting as postoperative pelvic pain. American journal of obstetrics and gynecology (2008) pp. A causal relationship with user (application) error(s) cannot be excluded (reaction is biologically plausible). In case of non-compliant application (non-approximation and/or non-irrigation of excess) surgeon will require retraining. Product labeling deficiencies regarding the application and irrigation of product can be excluded. (B)(4). A follow-up report will be submitted following receipt and evaluation of the additional information.

Manufacturer narrative:
(B)(4). Baxter healthcare corporation (baxter bioscience) received a letter from the FDA dated (B)(4) 2010 requesting for additional information regarding the following report number: (B)(4). The following narrative provides the requests from the FDA and corresponding responses by baxter: request 1: description of any design changes or modifications in device since first marketed that may be related to the event including any sterilization changes, if applicable, and the date of the changes. Response: there have been no identified design changes or modifications to the product that may be related to the event as this was deemed use error. Additional information received from the operating surgeon confirmed that excess floseal applied to sites of active bleeding was not irrigated. This additional information confirmed the use error of not irrigating excess floseal. Request 2: a more complete description of investigation, evaluation, failure analysis and/or laboratory testing, including data on specific components involved, as applicable, methodology(ies) used for analysis and/or testing, and follow-up efforts taken to date. Please include a copy of any investigation, evaluation, failure analysis, and/or laboratory testing summary relevant to the reported event. Response: follow-up with the operating surgeon determined that the use error of not irrigating excess floseal from the application site may have contributed to the reported incident. Please see initial and follow-up submissions (submitted (B)(6) 2010 and (B)(6) 2011, respectively) for complete details regarding communication between baxter and operating surgeon and analysis of the data. Request 3: if the patient or device problems (including any failure analyses) noted in this report are part of a trend analysis, please provide a complete list of all related MDR access numbers, as well as the basis for their inclusion in the trend, e.g. Common clinical presentation/observations, common component, common manufacturing process, known failure mode, etc.: response: evaluation by baxter determined that there were no patient or device problems associated with this event. Follow up with the operating surgeon has confirmed that excess floseal was not irrigated from the application site. This type of use error was identified in a previous trend analysis and a fca (field corrective action), (B)(4), was initiated. It was identified that a dear customer letter would be sent to the customers reminding them of appropriate application and use of floseal, including irrigation of excess floseal not incorporated into the clot. The dear customer letter was distributed on (B)(6) 2009 and is attached for your reference. In addition, CAPA (corrective and preventive action), (B)(4) was initiated in response to this issue. The CAPA is currently on-going. Request 4: please provide and highlight any sections of the labeling which provide information about the reported problem, and any sections that provide details on how to avoid the reported problem. Response: the floseal instructions for use (IFU) instructs the user to irrigate excess floseal from the application site after hemostatis has been achieved.

Event description:
Additional information received by baxter during conversation with surgeon on (B)(6) 2010: I have just had a return call from the surgeon at (B)(6) hospital. The surgeon is the operating surgeon in this case and confirmed that she did apply floseal to actively oozing sites laparoscopically. She did not irrigate the excess matrix because she felt that this would remove the hemostatic clot and the bleeding would restart. I reinforced the application steps of quick application directly to the site of bleeding, approximation with a moist gauze, and irrigation following cessation of bleeding. We discussed the length of time appropriate for approximation in her clinical practice. The oncologist she worked with on this case, had read the IFU for floseal and reiterated the need for irrigation. The surgeon expressed doubt about this since she wanted to maintain the contact activation of the coagulation cascade. We discussed the mechanism of action of floseal, including contact activation, gentle tamponade and conversion of fibrinogen to fibrin. She stated she was very nervous about using floseal again. I reinforced the excellent clinical results we obtain in the majority of cases and emphasized the need for correct application technique and excess removal. The surgeon is grateful for the information but would like any information or guidance we can share on how to treat her patient now. The patient continues to return to the ER with complaints of severe pain. CT scan was repeated and shows persistent areas of fibrosis and small pockets of fluid. The surgeon wants to know if the literature discuss treatment options and if so, can we share this with her. The baxter medical director provided the following information to the surgeon in response to her concerns on (B)(6) 2010: on behalf of baxter, I am following up with you regarding the use of floseal and the potential inflammatory response that may be augmented in case excess floseal is not irrigated after achieved hemostasis. This is a clear guidance of the product instructions for use, and the benefit of irrigating excess, by far exceeds the risk of disturbing the clot after two minutes of matrix approximation. The non-reacted excess product may augment the surgical inflammatory reaction, and thus may contribute to an enhanced adhesiogenesis. In the past we have seen isolated inflammatory reactions and mid-, and long-term associated complications only when floseal has been used in the absence of active bleeding, for prophylactic purposes (not recommended) and in cases in which excess floseal (material not incorporated in the clot) has not been gently irrigated. Irrigation does not induce rebleeding. I have attached three publications with case reports of similar patient histories in which a contributing factor of the complications has been non-irrigation of the excess floseal. As far as therapeutic recommendations or treatment options are concerned, these are not discussed in the attached peer-reviewed publications, and also baxter cannot make such recommendations. The treatment should be solely guided by the clinical and preclinical findings, symptoms, and your therapeutic judgement, and knowing that an initial inflammatory response and subsequent adhesion formation are possible. References to the three papers provided to the surgeon by the baxter medical director: thomas pj, tawfic sn. Eosinophil-rich inflammatory response to floseal hemostatic matrix presenting as posteroperative pelvic pain. Am j obstet gynecol. 2008. Suzuki y, vellinga tt, et al. Small bowel obstruction associated with use of a gelatin-thromib matrix sealant (floseal) after laparoscopic gynecologic surgery. Journal of minimally invasive gynecology. 2010;17(5):641-645. Shashoua ar, gill d, et al. Caseating granulomata caused by hemostatic agent posing as metastatic leiomyosarcoma. Journal of the society of laparoendoscopic surgeons. 2009;13:226?228 additional information received by baxter (B)(4) 2010: fluid collection was also observed during the initial procedure in which floseal was used. The nodule formation was observed two weeks after the first surgery. Additional information of contacts: (B)(6).

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: follow up information confirms the user error of not irrigating the excess floseal, which may potentially have contributed to the reported postoperative complication. Reporter re-training performed by baxter; follow up email with peer-reviewed literature and clarification regarding the use of floseal sent to surgeon by baxter. No further investigation or action items required. (B)(6).